Event description:
After priming patient's medications, the alaris pump displayed an "air in line" alert. Despite multiple attempts to clear the air, nurses were unable to resolve the issue and had to return the medication to the pharmacy for re-bagging. No patient harm.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.